Manufacturer narrative:
(B)(4).

Event description:
The consumer reported poor communication on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). On the day of the report, the patient felt stimulation was weak and then felt no stimulation. (B)(6) 2016 was the last successful recharge session and the patient noted he charged every monday. The patient had no stimulation suddenly. The patient wanted to meet the manufacturer's representative to check his device because he was not sure if it was him not charging properly or the device. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.